Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms were received. The customer's blood glucose (bg) levels ranged between 418-444mg/dl and manual injections were administered to address the bg level. A system check was performed and the pump performed as intended. The customer was to perform an infusion set site change. The following day, it was reported that the customer received an additional occlusion alarm. The customer observed insulin exiting the infusion set site prior to contacting tandem technical support. A complete supply change was performed and the customer resumed insulin deliveries.